Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have access vessels that are not amenable to the subclavian approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, the subclavian artery injury was likely caused by the closure device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), a 26mm sapien 3 valve was successfully implanted in the aortic position by left subclavian approach. The access was gained percutaneously using manta closure device. After removal of the delivery system and sheath, the closure device was deployed. Fluoroscopy revealed an injury to the subclavian artery and a peripheral 8mm balloon was used to occlude the artery and control the bleeding. The balloon was kept in position for several minutes and some improvement was observed. A self-expandable stent was placed to control the bleeding and repair the vessel. A vascular surgeon was also called to assist and another stent was placed. The vessel was repaired with no further bleeding. Patient was stable throughout the procedure. At last report, the patient was doing well. The implanter noted that the closure device was not deployed in the exact position. The implanter thought the injury was due to the closure device. However, it was unknown if the edwards sheath caused or contributed to the injury as the device goes through the same entry point. There was no difficulty inserting or removing the sheath from the patient and no difficulty inserting or removing the delivery system though the sheath.